Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had damaged and sometimes insulin pump sounds like it was working harder. Customer's blood glucose level was unknown at the time of incident. Device will not be returned for the analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No drive/motor anomaly or unexpected motor noise anomaly noted. The motor was tested outside of the device and passed. Device was monitored for 1 day. No unexpected low battery alarm or unexpected off no power alarm noted. Device uploaded properly using carelink. Device had cracked battery tube threads, minor scratched display window, cracked case at display window corner, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. (B)(4).